Event description:
It was reported that during an implant procedure, the physician was unable to connect the implanted left ventricular lead to the can as the set screw was stripped. The physician explanted and replaced the device as he was unable to tighten the set screw. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Additional information: the reported event of stripped set screw was confirmed in the laboratory. Final analysis determined that the event was due to applying pressure to tighten the set screw while the torque driver was not fully inserted into the set screw hex cavity. The device was tested on the bench using automated testing equipment and no anomalies were found.